Manufacturer narrative:
The insulin pump was received with cracked end cap. The insulin pump was unable to verify prime due to cracked end cap. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer stated that insulin is squirting out of the insulin pump. Customer's blood glucose reading was 118 mg/dl. No significant events leading to the alarm were observed. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.